Manufacturer narrative:
The thermogard tgxp system underwent a preventative maintenance (pm) on 02/17/2016 at the customer's site. During a review of the archive date a tcmid: 02 (error message related to compressor malfunction) was seen on the date of the reported event ((B)(6) 2016). During the pm it was noted that the air filter was very dirty, which was believed to be the cause of the tcmid: 02 error, therefore the reason the system shut down unexpectedly. During the pm, the system was run for over 1.5 hours, the tcmid: 02 error could not be duplicated. The system passed final test and was verified to operate within specifications.

Event description:
It was reported that during patient treatment, the thermogard tgxp system (s/n (B)(4)) shut down, no error code was reported at the time of the event. The user re-powered the system and was able to continue with the treatment. No patient information was disclosed.